Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer encountered a persistent error 23210 on the universal surgical manipulator 2 (usm2). The customer restarted the system several times but the issue remained. The customer exchanged the patient side cart and began the procedure. The technical service engineer confirmed the reported error 23210 in the system logs. The procedure was converted to another dv system with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator 2 (usm2) for failure analysis investigation. The unit was analyzed and in logs, the 23210 error was found indicating high side switch on the usm axes controller setup (acu) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the 23210 error was triggered indicating a fault on the usm control engine, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where usm fault check was found to be failing on the usm. Once testing was completed, the insertion hall sensor was tested and was verified to be the source of the fault. The probable root cause is attributed to the insertion hall sensor in the usm. The issue can be resolved by replacing the usm.